Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.